Manufacturer narrative:
The insulin pump alarmed during the occlusion test due to a loose and protruded drive support disk. The blood glucose meter communicated properly with the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and a cracked belt clip slot. The insulin pump was received without the original belt clip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 254 mg/dl. Advised insulin pump would be replaced. No additional information was provided.